Event description:
On 05/28/2026, a healthcare professional reported that the device cracked and buttons came off during use. The device was delivered to the patient on (B)(6) 2024. The patient began to use the device on (B)(6) 2025. The incident occurred on (B)(6) 2026. The patient reported the issue on (B)(6) 2026 and stopped using the device on (B)(6) 2026. The patient didn't suffer any permanent harm/injury, and no medical intervention was required.

Manufacturer narrative:
No physical device was received. Based on the information provided by the customer, the results are as follows: DHR results: DHR was reviewed by (B)(6). Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).